Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis at l5/s1, using posterior fixation with min-invasive technique. At first, the rod could not go through the head of pedicle screw at l5 during insertion. After several attempt, the rod went through l5, but could not go through s1 screw. The procedure changed to the open procedure.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.